Manufacturer narrative:
Insulin pump was received with severely scratched display window, a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump was cracked below the reservoir on the side going toward the screen. Customer's blood glucose was 155 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. He was unaware of how the damage occurred. Nothing further was reported.